Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that her onetouch ultramini meter was reading inaccurately low compared to another meter. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist requested the csr follow-up with the patient. The patient reported that the issue began on (B)(6) 2017 at 9am when she allegedly obtained blood glucose results of 40, 61 and 111mg/dl using the subject device compared to a result of 319mg/dl using another onetouch ultramini meter, all measurements within 30 minutes. Based on statistical methodology, the difference between these results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes using insulin (self-adjusts) and reportedly reduced her food and/or drink consumption in response to the readings obtained. The patient alleged experiencing symptoms of shaky, vomiting, nausea, sweaty and feeling ¿out of it¿ approximately 20 minutes after the alleged issue began, and confirmed that she associates these symptoms with high blood glucose. At 9:25am the patient¿s husband assisted and measured her blood glucose using another onetouch ultramini meter with a result of 319mg/dl, and reportedly treated the patient with 4 units of humalog insulin in response to this reading. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at the time of testing, an approved sample site was being used and the patient¿s testing procedure was correct. The patient¿s test strips had been stored correctly and were not expired. The csr noted that the patient did not have any control solution. Return of the subject device for investigation was requested and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, and subsequently received treatment from a third party for an acute blood glucose excursion after the alleged meter issue began.